Event description:
It was reported that the patient had a driveline disconnect that occurred on (B)(6) 2022 but the patient denied disconnecting the controller or hearing alarms. The log captured two series of driveline disconnects that resulted pump stops. The events occurred between 04:43 and 04:44 on (B)(6) 2022. The pump was off for 4 seconds the first time and for 6 seconds the second time. Following reconnection, the pump speed ramped back up to the set speed of 5300 rotations per minute (rpm). Related MFR: 2916596-2022-13661.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 11 days (13aug2022 ¿ 24aug2022 per timestamp). Driveline disconnect alarms were active on 21aug2022 from 04:43:37 ¿ 04:43:40 and from 04:44:31 ¿ 04:44:35 causing the pump to stop. The driveline was reconnected shortly after being disconnected and the pump was able to regain speeds above the low speed limit. There were no other notable alarms active in the log file. Multiple good faith effort attempts were made asking about the cause of the driveline disconnect alarms, if there were any troubleshooting performed, and if the alarms were resolved; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.